Manufacturer narrative:
The field service engineer checked the analyzer; there were no abnormalities. Precision testing was performed and passed successfully. The customer ran quality control successfully. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the trsf2 (tina-quant transferrin ver. 2) assay on a cobas 8000 c 502 module. The sample initially resulted in a trsf2 value of 195 mg/dl. The sample was repeated on (B)(6) 2023, resulting in a value of 248 mg/dl. The repeat result was deemed correct. The initial questionable result was reported outside of the laboratory. The trsf2 reagent lot was 63631201 with an expiration date of 31-mar-2024.